Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Product was not returned. Examination of the provided photos were not able to definitively characterize the condition of the product after use, due to multiple factors including but not limited to the angle of the photos, location of product inside plastic bags, lack of dimensional information, etc. Therefore a definitive cause of the failure via examination of the photos was not able to be made. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a biliary drainage procedure the inner sheath stuck preventing passage of the guide wire. It was necessary to cut the drain to remove the inner shell and pass the guidewire to avoid the loss of bile puncture. A second drain of the same brand was used, sheath removal was achieved after many attempts. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.